Event description:
It was reported that the customer had high blood glucose levels and the top of the pump would not unscrew. Customer stated that she had received a refurbished pump. Customer's blood glucose level was 540 mg/dl at the time of the incident. Customer stated that she did not treat. Customer mentioned that the pump had black scratches behind the screen. Customer stated that the pump was damaged when it was received. Customer was unable to read the screen. Customer declined to troubleshoot the incident. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.